Event description:
It was reported that the subject device had a light intensity that was ¿too bright¿ and the light intensity switch ¿did not work¿. It occurred during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1-initial reporter establishment name = (B)(6) hospital. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.